Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cell-free dna profiles end-organ injury and predicts outcomes in advanced heart failure with left ventricular assist device implantation. Circulation: heart failure. 2026. 19:e013302. Doi: 10.1161/circheartfailure.124.013302. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding evaluating nuclear and mitochondrial circulating cell-free dna (cfdna) as biomarkers in patients with left ventricular assist device (vad) for assessing the association between cfdna levels and lvad-associated clinical outcomes. Blood samples were collected and processed for plasma. The authors described patient deaths; however, the specific causes of death were unknown with some occurring within thirty days of vad implant. There were patients who experienced stroke, device thrombosis, major bleeding, or infection which required hospitalizations or operations and other unknown interventions. The status of the devices is unknown. No additional adverse patient effects were reported.